Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was not confirmed. However, an additional information request is still pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the visera elite ii video system center's power went out and the image on the monitor disappeared during a therapeutic laparoscopic procedure. During the procedure, the reported malfunction occurred twice. The surgical technique was changed, and the intended procedure was completed. There were no reports of patient injury or medical intervention associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.